Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient obtained an error 2 message on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the patient obtained the alleged error message on (B)(6) 2015, at 7:30pm. The patient manages her diabetes with oral medication, diet and/or exercise. The reporter indicated that in response to the message she obtained, the patient continued with her usual dose of medication (including sliding scale) between 7:30 and 8:30pm. The reporter alleged that ¿15-30 minutes¿ after the start of the alleged issue, the patient developed symptoms of ¿shakiness¿. The reporter denied that the patient had received any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma/misuse of the meter. The reporter confirmed that patient was using the correct test strips but was unable to confirm whether the patient had followed the correct testing steps. When the power button was pressed, the error 2 message did not occur. The cca walked the reporter through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1, device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.